Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, post-sensed t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programing changes were made and induction test was suggested.